Manufacturer narrative:
Medtronic rep tested sys. Device was working within normal specifications. Pt outcome was not affected.

Event description:
Medtronic rep reported the surgeon stated accuracy of the tracking was shifted to the left a few millimeters. Surgeon continued with navigation for the rest of the procedure without any impact to the pt.